Manufacturer narrative:
The customer saw a positive shift in vitros gent results on qc samples following a calibration. The vitros 5,1 fs generated error codes during the calibration related to the secondary metering proboscis. Based on these codes, the customer performed routine maintenance and re-calibrated. Acceptable qc results were obtained post calibration with the vitros gent assay. The definite root cause of this event was not able to be determined but appears to be instrument related. Maintenance and re-calibration has resolved the issue. No pt results were misreported and no pt harm has been alleged as a result of this event.

Event description:
A customer saw a positive shifts on quality control results for the vitros gent assay on a vitros 5.1 fs analyzer following a calibration. There was no allegation of misreported pt results and no allegation of harm to any pts. This report corresponds to ortho-clinical diagnostics, inc.